Event description:
It was reported that during percutaneous peripheral intervention procedure ,guide wire coating detached. The target lesion was located in the chronic totally occluded and heavily calcified, 2mm diameter tibial artery. The 300cm v-14 guide wire was advanced down the occluded tibial vessel. Three passes were made with a non-bsc 0.9 fiber laser. Next, the non-bsc laser was removed and a .014 non-bsc support catheter was advanced to the target lesion. During withdrawal of the v-14 guide wire through the support catheter it was noted that the outer coating of the guide wire had stripped off the central core wire and was embedded in the patient's chronically occluded tibial artery. The procedure was completed with a non-bsc cto guide wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).